Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5-6.00d implantable collamer lens of was implanted into the patient's eye on an unknown date. Information about concomitant products used including ovd and delivery system were not provided. Toxic anterior segment syndrome (tass) was diagnosed. Per the last report dated (B)(6) 2024, no information is provided that there was any medical or surgical intervention performed including lens removal. No loss of visual acuity was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: d9: in initial MDR "lens was not returned to manufacturer." The lens remains implanted. Additional information: b5- updated complaint information, inflammatory recovery was observed six days post-operatively. A visual acuity of 20/17 was reported. D6a- 11-feb-2024 claim# (B)(4).